Event description:
A discordant, falsely low calcium result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument and the same instrument and resulted higher on both. It is unknown if the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant calcium result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). During troubleshooting with the customer, the tsc specialist determined that the blanks and kinetics were acceptable. The tsc specialist instructed the customer to proactively clean reagent probe 4 and the drain. A siemens headquarters support center (hsc) specialist evaluated the instrument data and determined that there were no issues with reagent delivery or contamination. The hsc specialist advised that sample integrity be assessed, as poor sample integrity could be related to this discordant result and cause kinetics to be slow. The cause of the discordant calcium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.